Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery intermittently depleted quickly. Additionally, it was reported that the battery gauge was intermittently fluctuating. The customer continued to use the pump for insulin therapy. Customer's blood glucose reached the 400's mg/dl.